Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient reported they had an MRI yesterday (B)(6) 2025. The MRI facility put their device into MRI mode for the MRI but now the patient couldn't get the device out of MRI mode now because the communicator was showing a low battery message even though it was 100% charged. Patient services reviewed with the patient that they were looking at their handset battery percentage which was showing 99% charged and asked the patient to look at the communicator (that was confirmed to be unplugged) to see if the patient could see battery light lit up. The patient confirmed they saw an orangish battery light. Patient services reviewed with the patient that the communicator battery was low. Patient had been in the therapy application and it said, "communicator battery low" and told the patient to plug the communicator into the charging cable. Patient services reviewed with the patient they needed to charge their communicator first. The patient stated they had charged the communicator all last night, but patient services wanted to note that it was difficult to discern if the patient was talking about their handset or not as they kept referring to the handset as the communicator on the call. The patient plugged the communicator in and an orange light lit up to show it was charging. Patient services reviewed the meaning of the orange light and reviewed with the patient that the light should turn green after a few hours to show it was fully charged. The caller stated they were going to continue charging thetm90 for a few hours and call back to continue troubleshooting. Documented the reported event. No further action was taken by patient services. Information was received from a patient regarding an implantable neurostimulator. The patient stated that after the MRI yesterday and they could feel the vibration in their butt but they couldn't turn it off. Agent walked patient through how to connect to their implant and decrease stimulation. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.